Manufacturer narrative:
The explanted straight cocr rod is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
During a vcr (vertebral column resection), a cocr rod fractured and broke. The cocr rod was bent with a french bender on the back table with an approximate 90 degree bend over the area of the vcr. Once placing the cocr rod and securing it into the screws, in-situ benders were used to get additional correction through the vcr section when the cocr rod fractured. The surgeon indicated that very little additional force was applied during the in-situ bend. The event caused over a 30 minute delay in the case.

Manufacturer narrative:
Upon review of the rod, wear markings were identified across the fracture line center and it appears that the fracture initiated from the wear markings. The wear markings are a result of surgeon manipulation of the rod with an instrument. An attempt was made to recreate the failure as described by the sales rep using the instruments available in the arsenal set; french bender ((B)(4)), in-situ benders ((B)(4)), and multipurpose forceps ((B)(4)). However, recreation of the wear marks were not present nor did the rod fracture. Therefore, it is unknown what specific use or instrument resulted in the wear marks which directly contribute to the rod fracture. Additionally, the lot history was reviewed. Both the raw material and dimensions were found to be within specification.